Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the flow bubble sensor had a malfunction, it could not be calibrated. The failure occurred was found during in house repair of the cardiohelp. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-03-06. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life-cycle-engineering (lce) on 2023-01-27 together with the supplier em-tec: the fluctuating of the zero flow could be reproduced. In specific pairing of the flow/bubble sensor with the sensor panel, fluctuations can be observed. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-03-14 for the period of 2021-12-07 to 2024-03-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-12-07. Based on the results the reported failure ¿flow/bubble sensor unable to calibrate" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow bubble sensor had a malfunction. It was unable to be calibrated. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-03-06. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).